Event description:
Complaint received reporting leakage issue with use of set-up consisting of ch2000s-c, spiros connector and carefusion pump set. The initial info reported "...leak seems to be at the juncture of the female spiros and the (mating) male luer lock...". F/u info received reports the "... Leakage was detected approx 15 - 20 minutes after hanging the dose. During the infusion, there was direct contact with the chemo, amount was about several drops each. When the leak was identified, the rn stopped the infusion and wrapped the site suspected to be leaking. The dose was taken down and a new one hung. The new dose was not noted to have any similar leaks". The involved device set-up is reportedly available to be returned for analysis.